Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified right coronary artery. After dilatation was performed successfully, a 3.75x20mm nc trek balloon dilatation catheter was being removed when it was noted that it got wrapped around the guide wire. It was decided to simply remove the device as a single unit. The patient was fine and was discharged. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection was performed on the returned device and the reported difficulty to remove the guide wire was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove the device over a guide wire. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.